Event description:
Follow-up report to initial report filed 2/4/94. Additional hospital documentation attached.the balloon catheter was inserted into the pt on 1/24/94 at approx. 1600. At that time the balloon augmented well. On 1/25/94 between 1530 and 1600; nurse was called to cvt 215 because of an autofill failure alarm. She checked the connections, found the extension tubing clear of blood and refilled the balloon using the autofill mode. There were no additional alarms and the balloon was augmenting well. She said she had a proper balloon pressure valve form.at 1730, cvt alerted anothe nurse about a "leak in the iabp circuit" alarm. She asked datascope sevice rep to go to cvt to see if he could find the problem. I was transporting a pt to cvt and a nurse asked me to look at the pump as well. At this point the balloon augmentation was dampened. The rep and I rechecked the timing, this improved the augmentation slightly. I checked the balloon extensionn tubing and foound blood specks. I alerted the dr. To the situation and advised him to stop the balloon pump and pull the catheter.